Event description:
This was a giant basilar apex aneurysm that grew and ruptured. The plan was to coil the big recann. The physician used an sl10 microcatheter to coil the aneurysm. His first coil was a microvention coil. The second coil was a 7x30 deltamaxx and the 3rd coil was a microvention coil. All three of those coils were detached successfully. The fourth coil was another deltamaxx 7x33. During the deployment of this coil into the aneurysm, the physician stated that he felt "resistance" so he pulled back on the coil in order to try to re-advance it and the coil subsequently stretched and detached. There was no good way to retrieve the coil so it was left hanging in the patient's vessel. The physician repositioned the microcatheter and placed another deltamaxx coil 5x20, followed by 2 microvention coils that were all successfully placed and detached. The final coil was a deltapaq 5x15 coil. This coil too stretched and broke in the patient and was left in the vessel. The physicians were able to get the tails of both coils that stretched into the aorta where the flow in the aorta would keep the coil tail in place. The physician stated that there is a study out of (B)(4) that said that putting the patient on aspirin would be sufficient if the tail of the coil is in the aorta. The physician also stated that this was not the "technology" or the coils fault. He said that he was pushing the coil to their limits. The patient woke up right away. Additional information received from the rep indicated that resistance was felt while the coil was being deployed in the aneurysm, sl-10 microcatheter was not replaced and no additional intervention was performed. Both coils were left in the patient and both coils prematurely detached. As resistance was felt, the physician pulled back on the coils that caused it to stretch and break. Patient was fine post surgery.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg reports 2954740-2012-00557 and 2954740-2012-00558.

Manufacturer narrative:
During coil embolization of a recanalized giant basilar apex aneurysm that grew and ruptured, after there was resistance with implantation of a 7x33 deltamaxx, the coil stretched, detached and protruded into the parent vessel. After placement of additional coils, a 5x15 deltapaq coil stretched and broke and protruded into the parent vessel. The tails of both coils were intentionally stretched into the aorta in order to keep the coils from migrating distally. An sl10 microcatheter was used to coil the aneurysm. The first coil was a microvention coil. The second coil was a 7x30 deltamaxx and the 3rd coil was a microvention coil. All three of those coils were detached successfully. Resistance was encountered during deployment of the next coil, the 7x33 deltamaxx, into the aneurysm. Therefore, the coil was pulled back in order to try and re-advance it when the coil stretched and detached. Since there was no good way to retrieve the coil it was left protruding into the parent vessel. The microcatheter was repositioned and another deltamaxx coil 5x20 was placed, followed by 2 microvention coils that were all successfully placed and detached. The final coil was the deltapaq 5x15 coil. This coil stretched and broke in the patient and was left in the vessel. The physician was able to get the tails of both of the coils that stretched into the aorta where the flow in the aorta would keep the coil tail in place. The physician stated that there is a study out of emory that said that putting the patient on aspirin would be sufficient if the tail of the coil is in the aorta. The physician also stated that this was not the ''technology'' or the coils fault. He said that he was pushing the coil to their limits. The patient woke up right away. The coil was implanted. The sl-10 microcatheter and the coil delivery wire were returned as was the second coil the stretched and detached. The coil system's marker band was found compressed and buckled. Located 1.0cm off the distal tip of the device positioning unit (dpu), the tip coil was found to have been severely compressed and buckled in two places that are connected to each other. Multiple contributing factors related to the coil's resistance were found. Located on the top proximal end of the resheathing tool's cutout, the v notch has been severely damaged. This was due to the sheath being retracted straight back during the desheathing process. The locking mechanism became temporarily embedded inside the v notch. It also appears another section of the sheath produced more damage adjacent, but distal to the original damage at the v notch. This would have caused a binding action between the sheath and the dpu. This would have produced significant resistance inside the microcatheter and possible coil damage. However, this contributing factor is considered secondary. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ''hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger.'' This is outlined diagrammatically in the IFU. The distal tip of the returned sl-10 microcatheter's diameter has been severely damaged. When tested with a lab sample coil severe resistance was encountered at the distal tip of the microcatheter. It was stated that the resistance was encountered during the coils advancement into the aneurysm which matches the damage on the microcatheter. The evidence strongly suggests that this interference may have been due the damaged distal tip of the microcatheter that caused the reported resistance during the coils advancement into the aneurysm. However, it was reported that subsequent coils were placed without event. Therefore, the exact circumstances of how and where the distal tip of the sl-10 microcatheter became damaged cannot be determined. The unintended detachment of the coil appears may have been related to the coil catching the damaged distal diameter of the microcatheter during repositioning when the coil was retracted. The damage found on the returned microcatheter is consistent with retraction damage by pulling, stretching, and compressing the outside surface material into the inner lumen. However, it is also possible to a lesser degree that the coil may have also had additional contact from coils dwelling inside the aneurysm and/or from becoming entangled on itself. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ''caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.'' A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4): although, no definitive conclusion can be made based on the analysis of the returned device, based on the reported information, it appears that clinical/procedural factors including aneurysm characteristics, device selection/sizing, device interaction, the condition of the concomitant microcatheter and manipulation are all possible factors contributing to the events. As reported, there were no coil technological or performance issues related to the event; a contributing factor was ''pushing the coil to their limits.'' Based on the reported information, the analysis and device history records, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00557 and 2954740-2012-00558.